Event description:
Consumer reports brush head disengaged. No injury was reported.

Manufacturer narrative:
Consumer reports the incident occurred a couple of weeks ago. Consumer changed brush head only one time in one year contrary to manufacturer's directions to change head every three months. The head was made at the following location. Contract manufacturer: trisa (B)(4). The body was made at the following location. Contract manufacturer: hayco (B)(4).

Manufacturer narrative:
Additional information: the product used was either spinbrush pro whitening powered toothbrush soft (B)(4) or spinbrush pro whitening powered toothbrush medium (B)(4). Lot codes: handle dd7251c1, head dd1096b2. Additional information: return of toothbrush head was inadvertently overlooked when initial submission was made. Evaluation report is included in this supplement. Additional information: device manufacture dates: handle 9/8/2007, head 4/6/2011. Based on the new information gathered as a result of the evaluation of the brush, the original submission is no longer valid and this event is not reportable. The event is not a malfunction with the potential to cause serious injury.